Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned locking caps and rods was performed. There are marks on the rod that would indicate the rod slid against the locking cap. One of the marks has travelled to the tapered end of the rod where there are some chatter marks. These markings line up with similar markings found on the underside of one of the locking caps. It's possible the observed issue could be due to insufficient locking force being applied to the rod form the locking cap. This could be caused by additional loading on the system due to compression distraction and matter preventing complete seating of the rod in the screw head. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a patient heard a clicking noise when walking. Post-operative imaging found two creo mis locking caps had loosened. One locking cap was floating on the left at ls, and one had loosened at s1.